Event description:
Related manufacturer reference number: 2017865-2022-04694. It was reported that during initial implant procedure, stylet was not able to insert in patient's new implanted lead. It was also found that the lead was not able to pace. It was then reported that the lead helix was not able to extend and stylet was not able to insert in second implanted lead. Both leads were not implanted during procedure on (B)(6) 2022. An alternate lead was implanted. The patient was stable.